Event description:
It was reported that a triclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 3 on a patient with a rotated heart. A triclip xtw was inserted and grasping was performed. However, during placement of the clip, difficulties visualizing the clip occurred, and the clip became caught in chordae. Troubleshooting was performed, and the clip was able to be retracted into the right atrium (ra). However, it was observed that the chordae form the anterior leaflet was ruptured. The clip was deployed and attached to both leaflets, treating the chordae rupture, and the procedure was continued. A second clip was then inserted and deployed on the tricuspid valve, reducing tr to a grade of 2. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.